Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the non-tortuous and mildly calcified superficial femoral artery. A 4.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation for an endovascular thrombectomy. However, during the first inflation at 3 atmospheres for 1 second, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.